Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device had cuff inflation/deflation issue. It was reported that an air was put into the cuff to inflate but it did not inflate. The customer reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.